Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No physical damage noted during visual inspection.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Caller stated that customer's blood glucose reading was in the 300 range, so she treated. Customer woke up and she was in the 600 range. Customer was vomiting and dehydrated. The blood glucose reading at the time of he event was 600 mg/dl. Caller requested a replacement insulin pump. The current blood glucose reading is 216 mg/dl. Nothing further reported.